Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported device is late to recognize that the door has been opened was reproduced during evaluation. Evaluation found the pump to intermittently recognize an open door. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump is late to recognize that the door has been opened. There was no patient involvement. No additional information is available.